Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was hospitalized for low blood sugar on (B)(6), 2015. Customer does not feel symptoms of low blood sugar. Wife indicates that the customer did not eat his normal amount of food or normal fluid intake a week before she took him to the emergency room on (B)(6) 2015. Caller said customer had a reading of 62 mg/dl at 7 a.m. Caller gave customer 2 glucose tablets after that reading. Customer would have been able to self-treat. Caller states customer did not eat his breakfast. Caller did not give husband any of his insulin medicine since his sugar level was low. Home health care nurse arrived around 10 a.m. For customer's routine visit. Caller states home health care nurse advised caller to take the customer to the emergency room. Caller took customer to hospital around 11 a.m. On (B)(6), 2015. Reading at the emergency room was 500 mg/dl on the ER meter. Caller states emergency room doctor said the customer was slightly dehydrated upon arrival. Customer was admitted to hospital. He was kept on IV solution to reduce his blood sugar for seven days. Caller does not recall what the IV medicine was. Customer was discharged on (B)(6), 2015 when his blood sugar reading was down to 160 mg/dl. (B)(6), 2015, home health care nurse arrived at customer's home approximately 10 a.m. And got a reading of 59 mg/dl on the customer's meter. Gave the customer some sweetened coke. Home health care nurse got her meter and the caller reports the following back to back readings: 168 mg/dl at 10 a.m. On home health care nurse's meter; 69 mg/dl at 10 a.m. On customer's aviva meter. Caller took husband to emergency room on (B)(6). He was admitted and put on IV solution to reduce his sugar level to 160 mg/dl. He was released on (B)(6) 2015. Hospital result upon arrival was not provided. (B)(6), 2015, at 7 a.m. Customer had a reading of 71 mg/dl. Customer did not take any insulin after receiving a 71 mg/dl reading at 7 a.m. He did eat breakfast that consisted of a banana, bowl of cheerios and milk before he went to the doctor's appointment an hour later at 8 a.m. Doctor took a blood draw and got a 560 mg/dl. Doctor had caller take customer to emergency room where they got a 580 mg/dl reading on hospital meter. Customer was given an IV with solution to reduce his sugar level. Once his reading dropped to 200 mg/dl, they released him from the emergency room that day. A request was made for the return of the meter and strips, replacement sent.